Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block h6: imdrf device code a0402 captures the reportable event of a balloon burst. Block h11: (investigation results). The returned cre pro gi wireguided dilatation balloon was analyzed, and a visual and microscopic evaluation noted that the balloon was torn longitudinally. No other problems with the device were noted. With all the available information, boston scientific concludes the reported event of balloon burst was not confirmed. The torn balloon problem found could have been interpreted by the customer as the reported event of a balloon burst. The balloon longitudinally torn found is likely to have occurred due to factors encountered during the procedure, it can be due to excess pressure. These factors and interactions could influence the problem found in the balloon. It is possible that interaction with any kind of a sharp surface during/previous the procedure could create friction on the balloon, causing the problem of torn longitudinal during the procedure. Therefore, the most probable root cause is an adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a cre pro gi wireguided dilatation balloon was attempted to be used during a procedure performed on an unknown date. During the procedure, the balloon ruptured. The procedure was completed with another cre pro gi wireguided dilatation balloon. No further information has been obtained despite good-faith efforts. There were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation that a cre pro gi wireguided dilatation balloon was attempted to be used during a procedure performed on an unknown date. During the procedure, the balloon ruptured. The procedure was completed with another cre pro gi wireguided dilatation balloon. No further information has been obtained despite good-faith efforts. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block h6: imdrf device code a0402 captures the reportable event of a balloon burst.